Event description:
Initial surgery was done with versa nail ten for femoral trochanteric fracture it was noted in 2008 that the exterior fracture line seemed to be widened. It was noted through x-rays in about four months later, that the fracture line widened and the nail looked slightly bent. In 2009, it was noted that the nail was broken through x-rays. The doctor is currently considering if he will remove the nail. The broken part of the nail is around the screw hole.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the provided x-rays confirmed the fracture. Two depuy marketing directors reviewed the x-rays and stated the nail utilized in this case (versa nail femoral troch entry nail) is not indicated for intertrochanteric fractures. A search of the complaint database found no prior reports for this part and lot number combination. The lelocle facility reviewed the device history records and found no manufacturing deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Examination was not possible, as the product was not returned. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.